Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was an alert for high impedance. The device was reprogrammed and the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2009, 4193 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4).